Event description:
The customer reported that a vessel sealing device was opened for use, and it did not work. The surgeon then opened an ls1500 and, it too, did not work. Because of issues with handpieces, the surgery was converted to open.

Manufacturer narrative:
Date of initial report: 08/28/2009. The handpiece was discarded by the site. The generator has been fully tested and found to function normally and to specification. The reported condition could not be duplicated or confirmed in the generator's memory. If additional info pertinent to the incident is obtained, a follow-up report will be submitted. Several attempts to gain more info on the incident have been made but nothing has been provided by the site.